Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/19/2020. H.6. Investigation: a complaint of a cracked buretrol was received from the customer. A sample was returned for investigation. Through visual inspection, the complaint was verified. A crack was found toward the bottom of the buretrol about 2.6 in long. It was also observed one side of the crack overlapped the other side. A device history record review for model 10015012, lot number 20066819 was performed. There were no quality notifications issued for the failure mode reported by the customer. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of component damage with lot #20066819 regarding item #10015012.the root cause for this defect was determined to be excessive force applied to buretrol during use.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m was cracked. The following information was provided by the initial reporter: event 1 material no: 10015012, batch no: 20066819. It was reported that buretrol was being refilled with tpn cracked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m was cracked. The following information was provided by the initial reporter: event 1: material no: 10015012, batch no: 20066819. It was reported that buretrol was being refilled with tpn cracked.